Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for follow-up. It was noted that the right ventricular lead exhibited noise. The noise could not be reproduced in the clinic. No intervention was performed; the physician elected to monitor the lead. The patient was in stable condition.

Event description:
New information received noted the patient presented in the clinic with some rv lead noise. Patient was asymptomatic and the noise could not be reproduced in the clinic. No intervention was performed; the patient would continue to be monitored.